Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was already hospitalized for a respiratory condition (chest infection) and device replacement occurred the same evening. It was not known if the device was available for return. No additional adverse patient effects were reported.